Manufacturer narrative:
(B)(4). The insulin pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm. Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted.

Event description:
Information received by medtronic indicated that the insulin pump had a small crack, she always showered with the insulin pump and there was fluid in the battery compartment. The customer reported that the insulin pump was working fine. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.